Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Insulin pump had a crack. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged damaged battery compartment, high bg's, pump error 41, and pump error 43 found on 01/21/2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 43 noted during testing. Device successfully downloaded to thus. Confirmed pump alarmed pump error 43 on 01/21/2022 06:19:00.000 and pump error 41 on 01/21/2022 06:19:00.000 in the pump downloaded history. Motor was tested outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, racked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Unable to confirm high bg's. Pump error 41 and pump error 43 was confirmed in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.